Event description:
It was reported that during a generator changeout, upon x-ray examination this right ventricular (rv) lead was found to be fractured. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.